Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with creatinine assay on a cobas 6000 c501 analyzer when compared to a different cobas 6000 c501 analyzer. Initial result: 0.7 mg/dl. The physician questioned the initial result as it did not match the patient's previous values. The sample was then repeated. On 27-may-2024: repeat result: 2.5 mg/dl (tested on another c501). The repeat result was deemed to be correct.

Manufacturer narrative:
The creatinine reagent lot number was 750509. The expiration date was not provided. The customer stated that they had calibration and qc failures. The calibration was last performed on (B)(6) 2024 and it was acceptable. Qc recovery had results outside of the accepted range. The alarm trace did not show any abnormality. The field service engineer found that the mixer had failed. He replaced the mixer. He then did an operational check and/or mechanical check and the instrument was performing within specifications. The service actions (replacing the mixer) resolved the issue. No further issues were reported afterward.